Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer had blood glucose of 600mg/dl, 498mg/dl, 492mg/dl, 462mg/dl, 291mg/dl, 284mg/dl, 69mg/dl, 154mg/dl, 235mg/dl, 330mg/dl and 565mg/dl. Customer¿s current blood glucose was 284mg/dl. Customer had symptoms of high blood glucose like nausea. Customer was treated with manual injection. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.